Event description:
It was reported the balloon ruptured during preparation. The device was not used in the patient.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).